Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had bio burden still inside the scope. They had tried multiple times to clean the scope, but the bio burden remained inside. The issue was found during a reprocessing. There were no reports of patient involvement.